Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high density mapping eco catheter and an irrigation issue occurred in which the catheter was used in the patient. It was reported that irrigation does not go through (obstruction). Changing the catheter resolved the problem. The procedure was delayed by 5 minutes. There was no patient consequence. Additional information was received on 8-dec-2023, indicating that the catheter was used in the patient. Occlusion occurred during the procedure. This event was originally considered non-reportable, however, bwi became aware of that the catheter was used in the patient on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter. The irrigation does not go through (obstruction). Changing the catheter resolved the problem. There was no patient consequence. Additional information was received indicating that the catheter was used in the patient. Occlusion occurred during the procedure. The device evaluation was completed on 24-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed and the irrigation tube was found occluded. For this reason, a guidewire was used to locate the occlusion area and it was found in the shaft section. Further investigation revealed that the irrigation tube was occluded by reddish material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since reddish material was observed in the irrigation tube, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).